Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third party service center for evaluation. There was no report of patient harm or injury. It was reported to the manufacturer that the sensor board was replaced. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. The investigation is still ongoing. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.